Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Evaluation: received one 3-lumen 7frx20cm central venous catheter and one 0.032"x60cm spring wire guide (swg). The catheter was returned with the swg through the distal lumen & protruding from both ends. The swg was unraveled at the distal end and had multiple bends along its length. The core wire was separated adjacent to the distal weld which remained attached to the coil wire. The proximal weld was intact without separation. No pieces appeared to be missing. Instructions for use (k-45703-108a) describe suggested techniques to minimize the likelihood of swg damage during use. The device history record for the swg was reviewed with no findings relevant to this complaint. The investigation found no evidence to suggest a mfg related cause. The reported complaint of swg unraveling was confirmed through visual inspection of the returned sample. The potential cause could not be determined, based upon the samples and the info provided. A CAPA has been initiated to address this issue.

Event description:
It was reported by the clinician that the physician was removing the spring wire guide (swg) from the introducer and noticed it was uncoiling. He then removed both the swg and introducer together. As a result, another kit was opened and used. There were no pt complications reported.